Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test alarm or battery out limit alarms noted. Device passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery alarm test. Device functioned properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Missing end cap sticker.

Event description:
Customer reported via phone call that the device alarmed a button error alarm after the device was exposed to moisture. Device alarmed a failed battery test alarm after a battery change. Device alarmed a battery out limit alarm after another battery change. Customer was unable to clear the alarms. Customer's blood glucose was 424 mg/dl. Customer treated high blood glucose manually. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.